Event description:
It was reported to boston scientific corporation that during an anterior cystocele repair procedure using a pinnacle anterior/apical pfr kit, once all four mesh leg assemblies were placed, the physician attempted to remove the plastic sleeve from the first one, in the patient's left sacrospinous ligament. The sleeve split, which caused the leg assembly to detach. The physician retrieved the detached leg assembly from inside the patient using an allis clamp and long pick-ups. The physician could not pull the rest of the sleeve through the sacrospinous ligament, so he backed the leg assembly out of the ligament. He was unable to place the leg assembly back through the ligament, so he removed the entire mesh device from the patient. The procedure was completed using another pinnacle anterior/apical pfr kit, without further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.